Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 539 mg/dl. Reportedly the pump's bg value was not populating on the bolus screen. A correction bolus was delivered to address bg. Customer continued to use the pump for insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.